Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that the patient was in the emergency department was on levophed and epinephrine, with an order to titrate to mean arterial pressure of 65. The standard strength medication (levophed in normal saline (ns) infusion 4mg/250ml; dose: 40 mcg/min, rate: 150ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) was changed to quad strength (levophed; dose 30 mcg/min, rate: 28.1ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) and the customer believes the pump setting was never adjusted to the quad strength setting for epinephrine or levophed. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-30644 is a concomitant. Please refer to manufacturer report number 2016493-2024-30681, 2016493-2024-30645, 2016493-2024-30679 which captured the correct suspect device per investigation report.

Event description:
It was reported by that the patient was in the emergency department was on levophed and epinephrine, with an order to titrate to mean arterial pressure of 65. The standard strength medication (levophed in normal saline (ns) infusion 4mg/250ml; dose: 40 mcg/min, rate: 150ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) was changed to quad strength (levophed; dose 30 mcg/min, rate: 28.1ml/hr, epinephrine in ns 250ml infusion 4mg/250ml) and the customer believes the pump setting was never adjusted to the quad strength setting for epinephrine or levophed. There was patient involvement, but the outcome is unknown.